Event description:
Drive medical has received an attorney letter recently that claimed that a pt was injured from a wheelchair that was allegedly distributed by drive medical. The initial letter provided little info on the pt injury and misleading info on the product model. Drive has contacted the attorney and our insurance adjuster to request additional info. A police report was received by drive medical on july 15, 2009 that provided the serial number of the wheelchair which enabled us to positively identify the product. It is alleged that the pt requested a wheelchair from an info booth on campus after attending a commencement at (B) (6). The pt was allegedly being pushed by his son down the driveway from the sidewalk to the parking lot. The wheelchair wheels had allegedly buckled causing the pt to fall and injured both his knees. The pt was transported to the hospital after the incident. Diagnosis of the injury is unk. This MDR report is based on the attorney letter and police report.